Manufacturer narrative:
The subject device of this report was returned to the manufacturer for eval. The eval found that the device operated appropriately. The device passed all standard tests and procedures. The device has been returned to the user facility. The cause of the reported event is unk. (B)(4) was made aware of this report by the original equipment manufacturer (OEM) on (B)(6) 2012, on an event which occurred outside of the united states. (B)(6) is filing this report at the request of the OEM. This report is being submitted as an MDR in an abundance of caution.

Event description:
Olympus was informed that during a polypectomy, the pt experienced a perforation during ablation and post therapy treatment was required at a hospital. Per the reporter an unidentified portion of the pt's anatomy experienced necrosis due to the high output power of the esg 100. The settings of the esg 100 were said to be pulse cut slow 120w while using a monofile loop (meiners). There was no further info provided regarding the status of the device.